Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to the device not working anymore with the inflatable penile prosthesis (ipp). After explant, a small perforation was found in the outer layer of one cylinder, it was added that the device had been implant for 10 years. It was the ipp was explanted and a new device consisting of a 18cm x 12mm cylinders, pump and reservoir were implanted.